Manufacturer narrative:
Device passed displacement test however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they had issue with the button were not responding. Customer stated center button were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.